Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the doctor tried to implant the device but a shooting pain went throughout their body. The patient experienced shocks that went towards the shoulder and all the way to the right leg and "everything on his body went flying." It was further reported the patient's whole faced turned red and they had to abandon the implant and take everything out. Prior to surgery the patient had three herniated discs, one on the neck, one on the right side, and one on the left side; after surgery the herniated disc locations "blew up swollen, and he had muscle spasms after the procedure for three days. No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).